Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. While preparing a steerable guide catheter (sgc) (50224r1084), air in the system was observed. Troubleshooting was performed, but the issue continued to occur. Therefore, the sgc was not used and replaced. A new sgc (50224r1080) was inserted without issues. However, a thrombus was observed in the left atrium (la). Therefore, aspiration was performed. Heparin was administered, and the sgc was removed from the patient. The procedure was discontinued with no clips implanted.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be related to the observed gap between the silicone valve and the hemostasis housing cap (irregular appearance). The observed gap appears to be related to a potential product issue; therefore, exception (issue) 135322 was initiated on 17-jul-2025 to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.